Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised bolt came out causing caster to be wobbly. Dealer advised home continued to use the lift causing bolt to not go all the way through.